Manufacturer narrative:
The reported complaint that the autopulse platform (sn: (B)(6) failed and displayed a message to reposition the patient was confirmed during the review of archived data and functional testing. Based on the archive data, the autopulse platform displayed the user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The root cause of the ua07 was the failure of the load cell module 2, likely attributed to failed components. The archive data indicated several (ua) 07 errors around the reported event date, thus confirming the customer's reported complaint. The autopulse platform failed the initial functional testing due to the ua07 error message displayed upon powering on, confirming the reported complaint. The load cell module 2 was replaced to remedy the complaint. Following the service, the autopulse platform underwent a run-in test using the 95% patient large resuscitation test fixture (lrtf) with known test batteries, revealing no faults or errors. The autopulse platform passed the final test without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn: (B)(6).

Event description:
During the patient call, the autopulse platform (sn: (B)(6) failed and displayed a message to reposition the patient. No additional information was provided. The patient's status information was requested but the customer did not provide a response. Upon return to the station, the crew duplicated the problem with the manikin after the battery and the lifeband were replaced.